Event description:
In early 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. The reporter tests the patient's blood glucose twice a day. She tests his blood glucose in the morning and at night. The reporter gives the patient set dosages of novolin 70/30 insulin twice a day. The patient is also given regular insulin on a sliding-scale based on his meter readings. The reporter indicated that the alleged meter issue started the day prior, during the evening time. That night, the reporter claimed that the patient ate dinner and took his normal dose of novolin 70/30 insulin. The patient was not given any sliding-scale regular insulin. She believes that he ate a snack before going to bed. The reporter was unable to test his blood glucose that evening. At 5:00 am, the next morning, the patient reportedly woke up sweating, confused, and clammy. He was also described as being extremely exhausted. The reporter treated the patient with orange juice, coffee with sugar, and a peanut butter sandwich. The treatment helped to relieve the patient's symptoms. The reporter mentioned that if she was able to test his blood glucose the night before and knew that it was low, she might have decreased his dosage of novolin 70/30 insulin. The patient's blood glucose was not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.